Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity decreased from 44 percent remaining to 8 percent remaining in a seven months time frame. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. The s-ICD remains in service and no adverse patient effects were reported.